Event description:
During the transfemoral thv placement in a failing heavily calcified homograft, the sapien xt landed 10/90 aortic/ventricular and a second valve was placed to correct the malposition. The patient presented with a failing heavily calcified homograft and 3+ aortic regurgitation. Bav with angio was performed via a 22mm x 6cm balloon under rvp. Upon full inflation the tyshak balloon burst due to the calcification; however angio was successfully obtained and showed a ¿dog bone¿ waist with trace-mild leak with adequate coronary perfusion. A 23mm xt on a novaflex+ delivery system was positioned 50:50 to the homograft suture line. However, during deployment the calcified homograft pushed the xt into the lvot; 10/90 a/v(as appreciated by angio) with simultaneous balloon rupture. The patient became hemodynamically unstable and emergent intubation was performed. A tee probe was also inserted at that time. Under rvp, a second 23mm xt via nf+ was prepared and deployed 50:50 within the 1st valve. At the end of the inflation the second ds also burst. The valve landed 50/50 and the patient¿s condition was stabilized. The nf+ ds was removed and a 23mm x 6cm z-med balloon was used for post dilatation performed under rvp to obtain maximum valve apposition. Upon angio and tee evaluation, a 2+ paravalvular leak (pvl) was observed with zero central aortic insufficiency (cai). A discussion then ensued regarding post dilation of the valve or placing a plug. It was deemed that placing a plug was the appropriate course of action. Cannulation and wiring of the channel with subsequent and successful amplatzer plug deployment was performed and the leak was reduced to ¿mild¿ as per tee and angio evaluation. The e-sheath was removed w/o incident and the lfa was closed via the indwelling proglides. The patient was transferred to the unit in stable condition. The perceived cause of the ventricular movement was the patient¿s heavily calcified homograft.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the malposition was attributed to the patient¿s heavily calcified homograft. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.